Event description:
On or about (B)(6) 2010, a monarc subfascial hammock and another MFR's device was implanted "to treat her pelvic organ prolapse and/or stress urinary incontinence." Plaintiff's attorney has alleged that, "after discharge," plaintiff experienced "multiple symptoms, including but not limited to, vaginal pressure and pain, vaginal bleeding and/or dyspareunia," and vaginal scarring, continued incontinence and a recurrence of organ prolapse. It was also alleged that the plaintiff sustained, "severe and permanent personal injuries and damages." It was reported that "on or about (B)(6) 2012," the plaintiff underwent revision surgery to correct her symptoms and to remove the devices.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.